Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/08/2024 it was reported by a sales representative via email that an ar-4005b-18 chondral dart broke. This occurred during a procedure where the chondral dart broke while inserted into the defect. A second one was implanted successfully. Nothing was left inside the patient.additional information was provided on 05/14/2024 where the sales representative stated this event occurred during a femoral condyle ocd the drill for the dart in the kit was used to prepare the bone. The patient had a hard bone. All fragments were retrieved, and a second chondral dart was used to proceed with the case.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and improper bone preparation.